Event description:
The customer reported to olympus, during reprocessing following a diagnostic cystoscopy procedure, the camera head had blurry image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the cable was worn out and twisted but did not cause any image defects, even slightly shaking the cable, the image did not turn noisy, and no horizontal stripes appeared on the image, and the coupler was rusty and therefore it could not be disassembled from the adaptor. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.